Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation containing 114ml of fluid in the bladder. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no liquid flow. This was observed during filling. After initially priming with purified water, fluorouracil was filled and air bubbles were observed inside the tubing. The blue winged cap was loosened to release the bubbles, but no liquid flowed from the tubing after a 15 minute duration. There was no patient involvement. No additional information is available.